Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported performa blood glucose results of 71 mg/dl, 77 mg/dl, and 47 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.